Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission with atrial lead noise. The noise was noted on several inappropriately triggered episodes. The lead remained implanted. The patient would be brought in-clinic for isometric testing and further evaluation. No further information could be obtained.